Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 13 mg/dl.

Manufacturer narrative:
Malfunction was verified. Screen on/quick bolus button issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.